Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and found that the tubing is separated from the leg of the clearlink luer activated "y" valve. A closer inspection was performed, and found that the solvent applied in the tubing was a low insertion between the tubing to the y site. No functional testing was performed for this complaint. The reported condition was verified. The cause of the condition was due to assembly technique during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had the "y" of the tubing separate from the filter. This was identified during priming. There was no patient involvement. No additional information is available.